Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that two hours after an afib case was completed, while the patient was in the recovery area, pericardial effusion was noticed when the patient began to show signs of hypotension. There were no visible signs on the patient during the procedure. The medical intervention provided was a pericardiocentesis and 350cc of fluid was removed. The patient also has a drain line, but at the time of the call it was no longer actively draining. The patient was reported to be in stable condition. The physician reported having felt a steam pop during ablation but tried to confirm by intracardiac echocardiography (ice) and did not notice anything. The reporter was not made aware of this during the course of the case. Additional information was later received indicating the physician¿s opinion on the cause of this adverse event is the cause was related to the procedure. Patient outcome of the adverse event was reported as fully recovered. Hospitalization of an overnight stay was required for observation. A smartablate generator was used during the procedure. A transseptal puncture was performed with an abbott brk-1. Irrigated catheter was used in the event with flow settings set to 15 ml/min. The correct catheter settings were not selected on the smartablate generator as power was intended to be at 40w for ablation along the cavotricuspid ishmus (cti) but was not changed from a prior setting of 50w. The pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used included graph, dashboard and vector with the visitag module parameters for stability of range: 3mm at 3 seconds. Respiration off due to high frequency low tidal volume ventilation.

Manufacturer narrative:
Device evaluation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).